Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Inspectorate declaration which reported the following information: a customer reported higher readings with the freestyle libre sensor as compared to a blood glucose meter. Upon reviewing customer's report to adc on 04 dec 2020, it was determined that customer had reported a higher reading of 10 mmol/l on a competitor capillary meter and that the scan reading was 3.0 mmol/l, occurring on unspecified date. There was no report of adverse event during this contact. Adc contacted the customer again and the customer confirmed these values. In declaration to inspectorate, the customer indicated that an adverse event of severe hypoglycemia and loss of consciousness due to "acting on value" of 10.2 mmol/l on 04 dec 2020. As freestyle libre sensor scan reading was 3.0 mmol/l, and therefore indicated hypoglycemia. There is no indication that an adc device contributed to this adverse event. However, customer indicated that values that had initially been reported to adc on 07 dec 2020 were incorrect, and that sensor values that were obtained on 05 dec 2020 were higher than capillary results (sensor: 7.3 mmol/l, 5.6 mmol/l, 7.5 mmol/l vs capillary 3.1 mmol/l, 3.1 mmol/l, and 3.3 mmol/l). There was no report of adverse event during initial contact; however, upon re-contacting the customer, it was reported that on 05 dec 2020, customer experienced hypoglycemia symptoms of "could not move his body" and "attack", and required treatment of unspecified drink from parents. There was no report of death or permanent injury associated with this event.

Event description:
Inspectorate declaration which reported the following information: a customer reported higher readings with the freestyle libre sensor as compared to a blood glucose meter. Upon reviewing customer's report to adc on 04 dec 2020, it was determined that customer had reported a higher reading of 10 mmol/l on a competitor capillary meter and that the scan reading was 3.0 mmol/l, occurring on unspecified date. There was no report of adverse event during this contact. Adc contacted the customer again and the customer confirmed these values. In declaration to inspectorate, the customer indicated that an adverse event of severe hypoglycemia and loss of consciousness due to "acting on value" of 10.2 mmol/l on 04 dec 2020. As freestyle libre sensor scan reading was 3.0 mmol/l, and therefore indicated hypoglycemia. There is no indication that an adc device contributed to this adverse event. However, customer indicated that values that had initially been reported to adc on 07 dec 2020 were incorrect, and that sensor values that were obtained on 05 dec 2020 were higher than capillary results (sensor: 7.3 mmol/l, 5.6 mmol/l, 7.5 mmol/l vs capillary 3.1 mmol/l, 3.1 mmol/l, and 3.3 mmol/l). There was no report of adverse event during initial contact; however, upon re-contacting the customer, it was reported that on 05 dec 2020, customer experienced hypoglycemia symptoms of "could not move his body" and "attack", and required treatment of unspecified drink from parents. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Observed cracked sensor neck upon visual inspection of the sensor plug assembly. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Inspectorate declaration which reported the following information: a customer reported higher readings with the freestyle libre sensor as compared to a blood glucose meter. Upon reviewing customer's report to adc on (B)(6) 2020, it was determined that customer had reported a higher reading of 10 mmol/l on a competitor capillary meter and that the scan reading was 3.0 mmol/l, occurring on unspecified date. There was no report of adverse event during this contact. Adc contacted the customer again and the customer confirmed these values. In declaration to inspectorate, the customer indicated that an adverse event of severe hypoglycemia and loss of consciousness due to "acting on value" of 10.2 mmol/l on (B)(6) 2020. As freestyle libre sensor scan reading was 3.0 mmol/l, and therefore indicated hypoglycemia. There is no indication that an adc device contributed to this adverse event. However, customer indicated that values that had initially been reported to adc on (B)(6) 2020 were incorrect, and that sensor values that were obtained on (B)(6) 2020 were higher than capillary results (sensor: 7.3 mmol/l, 5.6 mmol/l, 7.5 mmol/l vs capillary 3.1 mmol/l, 3.1 mmol/l, and 3.3 mmol/l). There was no report of adverse event during initial contact; however, upon re-contacting the customer, it was reported that on (B)(6) 2020, customer experienced hypoglycemia symptoms of "could not move his body" and "attack", and required treatment of unspecified drink from parents. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m000ayzr90 has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, observed cracked sensor neck. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Inspectorate declaration which reported the following information: a customer reported higher readings with the freestyle libre sensor as compared to a blood glucose meter. Upon reviewing customer's report to adc on (B)(6) 2020, it was determined that customer had reported a higher reading of 10 mmol/l on a competitor capillary meter and that the scan reading was 3.0 mmol/l, occurring on unspecified date. There was no report of adverse event during this contact. Adc contacted the customer again and the customer confirmed these values. In declaration to inspectorate, the customer indicated that an adverse event of severe hypoglycemia and loss of consciousness due to "acting on value" of 10.2 mmol/l on (B)(6) 2020. As freestyle libre sensor scan reading was 3.0 mmol/l, and therefore indicated hypoglycemia. There is no indication that an adc device contributed to this adverse event. However, customer indicated that values that had initially been reported to adc on (B)(6) 2020 were incorrect, and that sensor values that were obtained on (B)(6) 2020 were higher than capillary results (sensor: 7.3 mmol/l, 5.6 mmol/l, 7.5 mmol/l vs capillary 3.1 mmol/l, 3.1 mmol/l, and 3.3 mmol/l). There was no report of adverse event during initial contact; however, upon re-contacting the customer, it was reported that on (B)(6) 2020, customer experienced hypoglycemia symptoms of "could not move his body" and "attack", and required treatment of unspecified drink from parents. There was no report of death or permanent injury associated with this event.